Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that the stylet could not be passed through the catheter. No patient injury to report.